Event description:
The customer observed falsely decreased alinity I tsh results generated on the alinity analyzers for one patient. The sample was sent out to be retested on other platforms and the results were higher. The following data was provided: (B)(6) 2022. Sid (B)(6) initial result = 1.7 miu/l; repeat result = 1.7703 miu/l (undiluted) diluted result (1:2 dilution) = 2.8502 miu/l diluted result (1:4 dilution) = 3.7308 miu/l sid (B)(6). Repeat result on another alinity (B)(4) = 1.8151 miu/l (undiluted) diluted result (1:2 dilution) = 2.9703 miu/l. Diluted result (1:4 dilution) = 4.0845 miu/l. Results from roche cobas, diasorin liaison, siemens advia centaur = 5 to 5.3 miu/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot numbers 43457ud00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of alinity I tsh reagents was reviewed using field data from customers worldwide. The median patient result for lot 43457ud00 is comparable with other lots in the field confirming no systemic issue for the lot. Based on this investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 43457ud00 was identified.